Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom false air-in-line alarms through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor readings were below specifications, which makes the pump more sensitive to false air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no patient injury.